Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the short attachment device had more than normal heat and vibration when in use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device was had more than normal heat was not conformed, however the condition that there was vibration was confirmed. An assessment was performed and it was observed that the device had vibration. During repair the bearings were found to be worn out causing the vibration. The assignable root cause was determined to be due to wear from normal use over time. A service history review indicates there were no abnormalities or nonconformances identified. If additional information should become available, a supplemental medwatch report will be submitted accordingly.